Manufacturer narrative:
The insulin pump unit then alarmed button error and had no button response due to corroded keypad traces. Device powered up properly after battery was installed and then displayed the software version. No start up anomaly noted. Device had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer did not recall any significant events leading to the alarm; he was just wearing the device on his collar. The customer mentioned that he removed the battery and when the insulin pump reinitialized, the screen was hanging on version screen and battery appeared to be low so he replaced the battery and the insulin pump alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.